Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hpdu cpu board and cpu board were replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a system required restart, resulting on a loss of mechanical ventilation. There was no report of patient injury.